Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. Reference (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the (B)(6) registry, subject: (B)(6). Treatment of a large unruptured fusiform aneurysm with a saccular component measuring 13mm located the left ica (internal carotid artery). The patient presented with neurological symptom of headache. The patient was previously on anti-coagulants and anti-platelets prior to the procedure and was given heparin intra-operatively. On (B)(6) 2012, the patient underwent embolization treatment involving a pipeline (5mm x 35mm) along with a concomitant coiling procedure. Post procedural angiogram noted a residual aneurysm. On (B)(6) 2013, the patient experienced an adverse event of left eye disorders. No treatment was required; however, the event is ongoing and the relationship is unknown.

Manufacturer narrative:
Updated manufacture report number to 2029214-2014-00363 reference (B)(4) follow-up 2.

Manufacturer narrative:
Updating the MDR with reason for correction. The MDR# 2029214-2014-00289 was previously created for the complaint; however, it was removed from our system due to the information received from the customer making the complaint non-reportable. Once an MDR number is removed, the number is not re-used. A new MDR# 2029214-2014-00363 was then created due to new information received from the customer making the complaint reportable again. Two mdrs were inadvertently submitted to the FDA with the old MDR# 2029214-2014-00289. A third MDR with MDR# 2029214-2014-00363 was submitted to the FDA noting the change in MDR number from 2029214-2014-00289 to 2029214-2014-00363. For reporting purposes, please link MDR# 2029214-2014-00363 with MDR# 2029214-2014-00289 as they are the same event, but with two different mdrs.

Manufacturer narrative:
Resubmission of 2029214-2014-00363 follow-up 1 to fill in sequence gap. If information is provided in the future, a supplemental report will be issued.